Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call newly designed belt clip issue and high blood glucose. The customer's blood glucose was 550mg/dl at the time of incident. Trouble shooting was performed and found the belt clip pinched the device tubing and had no insulin delivery. Customer stated this had occurred on numerous occasions. Advised we no longer have the old belt clips but can send a holster. Advised sending replacement belt clip. Advised keep tubing tucked in to prevent it from getting caught under the hinge. Customer declined to trouble shoot for high blood glucose and had already treated with manual injection. The belt clip product will be returned.